Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted.

Event description:
Customer stated that the insulin pump alarmed motor error. Has not used the insulin pump for over twelve hours, customer is using manual injections. The insulin pump is stuck in rewind process. The blood glucose reading is 386 mg/dl. Customer will contact physician for assistance with high blood glucose. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.